Event description:
It was reported that a beta bionics ilet user got the unable to proceed alert during the fill tubing stage of a supply change. The user stated they restarted the pump twice and attempted 2 supply changes and still kept getting this alarm. After a successful dry run and full supply change, insulin delivery resumed. There was no report of any end-user harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.